Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had alarms on multiple occasions. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated, visual inspection performed and found no signs of external damage. Primary audible alarm bgnd test found in event history log. The reported issue cannot duplicate any paa error. No repair needed for reported problem since no problem was found. Performed power up process, audio test, preventative maintenance and all functional tests which passed. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.